Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the pump had been questionable since (B)(6) of 2019. It was reported that a dye study was attempted but the results were unknown. It was unknown if the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." . Additional information was received on (B)(6) 2019 and it reported that the dye study was unsuccessful because they could not access the catheter access port. The cause of the pump being questionable was not determined. The patient was considering getting it taken out. Additional information was received on (B)(6) 2020 from the healthcare provider who reported that at the regular pump refill (B)(6) 2019 there was a reservoir volume discrepancy, the entire contents were aspirated 20ml¿s. Saline was placed in the reservoir september 2019. The original catheter and pump were replaced (B)(6) 2019. No further complications were reported or anticipated.